Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following could not be completed with the limited information provided: device code - ni, expiration date - ni, PMA/510(k) number ¿ ni, manufacture date ¿ ni. This report is number 3 of 3 mdrs filed for the same patient (reference 3002806535-2016-00025, 00385, 00386). Remains implanted.

Event description:
It was reported that a patient enrolled in a clinical study underwent manual manipulation approximately 5 months post-implantation due to dislocation.